Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated they had an arctic sun device that the nurses were having flow issues with the device. Biomed stated they were unfamiliar with the arctic sun device and needs assistance with troubleshooting.

Event description:
It was reported that biomed stated they had a arctic sun device that the nurses were having flow issues with the device. Biomed stated they were unfamiliar with the arctic sun device and needs assistance with troubleshooting. As per the follow up information received via email on 09aug2023. Circulation pump assembly, mixing pump, heater, m5000, 100-120v, drain valves have been replaced. They got an error 80 ( water check time out - unable to reach calibration temperature). Expected value was 6 and actual value was 29.32.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. Biomed stated they were unfamiliar with the arctic sun device and needs assistance with troubleshooting. Per follow up, replaced circulation pump assembly. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.